Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed connect cable and would not recognize that the therapy cable was connected. An AED at the scene was used as a backup and successfully cardioverted the pt.